Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional atrial undersensing and diminished p-waves. The patient experienced a heart rate in the 110's. The lead remains in use. No further patient complications have been reported as a result of this event.